Event description:
Event was reported to caldera medical by an attorney. Legal complaint states the patient suffered abdominal/pelvic pain, erosion, stress urinary incontinence, vaginal scarring, dyspareunia, and bleeding.